Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve and extender tubing were also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that when intra-aortic balloon (iab) therapy was initiated, the console generated a fiber optic sensor failure alarm. The console was switched out with another, but the issue continued. The iab was then replaced with a new one and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code:(B)(6). Occupation: clinical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).